Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the third inflation, in an upper left arm a/v fistula, the pta balloon allegedly appeared to inflate asymmetrically. It was further reported that the balloon was deflated and removed from the patient and was allegedly identified by the health care provider to have unraveled balloon fibers. There was no reported retraction difficulty through the sheath. Reportedly, another balloon was used to complete the procedure. There was no reported impact or consequence to the patient.

Manufacturer narrative:
\Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot meets all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual inspection: the device was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as an 8mm x 8cm balloon. Frayed and loose fibers were noted on the barrel of the balloon, approximately 2.1cm from the distal tip. The location was examined under microscopic magnification (8x) and no unraveled fibers were observed. No other anomalies were noted to the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed with no issues. The inflation hub was connected an inflation device and an attempt was made to inflate the balloon with water. The balloon inflated to rbp (35 atm) without issues. The balloon took the appropriate shape upon inflation and did not inflate asymmetrically. The balloon was then deflated without issues. No leaks in the catheter or any other issues were identified. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is unconfirmed for an asymmetrical balloon inflation, as the balloon inflated to the appropriate shape during the evaluation. The investigation is unconfirmed for unraveled fibers, as no unraveled fibers were observed on the balloon. The investigation is confirmed for material frayed, as loose and frayed fibers were observed on the balloon. Labeling review: the current conquest pta instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Manufacturing date: 12/18/2015 (corrected). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.